Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device is not available at the time of report. A follow up report will be submitted when device analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there were no symptoms and the event occurred intra operation and the patient was under anesthesia. When the connection of the electrode was made all impedances were over 10,000 ohms. They tested the electrodes with the snap lid cable and impedances were 800 ohms. Multiple connections of electrode and generator were attempted and the generator with change of electrode inputs. Impedances were always over 40,000 ohms. A new generator was connected and impedances were 800 ohms. The issues were resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.